Event description:
It was reported that, during a replacement procedure with electrocautery use, this pacemaker recorded signal artifact monitor (sam) episodes that appeared consistent with farfield signals on the electrogram (egm). A question was raised regarding whether the device noise algorithm switches pacing configuration to unipolar. Technical services (ts) reviewed the device data and explained that the observed behavior may be due to a combination of noise during electrocautery and sam-related measurements. All system measurements were consistent before and after generator replacement. No adverse patient effects were reported. This pacemaker remains in service.